Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right ventricular (rv) lead, high threshold was recorded. Manual threshold measurement showed high threshold values. Output settings had not been made since approximately one month prior and the high pacing rate was possibly assumed as the cause for recorded low output value. It was also reported that previous threshold was recorded as low, and therefore pacing failure had occurred. The rv lead output settings was re-programmed, the lead remains in use, and device check scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the patient was admitted to the hospital again due to deterioration of heart failure, and pacing failure occurred. When threshold was checked by manual measurements, the results showed increase in threshold from te previous device check. Increasing tendency was also observed on ventricular capture management(vcm) trend. The output setting was reprogrammed, and the patient was placed under observation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the patient was admitted to the hospital again due to deterioration of heart failure, and pacing failure occurred. When threshold was checked by manual measurements, the results showed increase in threshold from the previous device check. Increasing tendency was also observed on ventricular capture management (vcm) trend. The output setting was reprogrammed, and the patient was placed under observation.

Manufacturer narrative:
Product event summary: (no additional performance observations beyond those recorded in prior save to disk analysis - see below) the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported a device check was performed. With no changes in the rv lead threshold, and the device setting remained the same.